Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, an alert for low pacing lead impedance and drop in sensing was observed. During in-clinic check, impedance and sensing were stable and rise in capture threshold was noticed. Patient did not want to go for suggested lead revision. Patient notification alert was turned on and threshold alert lower limit was lowered. Patient left the clinic in good condition.